Manufacturer narrative:
Correction: h4 - feb 11, 2014 should have been selected on the initial report rather than feb 6, 2014. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which describes the following in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed as there was no image upon inspection. It was noted that the bending section rubber had a scratch and the adhesive had a chip. There were scratches noted throughout the device. The video connector was damaged and the bending section could be fixed firmly due to damage to the lock engagement lever. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the image of endoeye flex deflectable videoscope was not stable. Upon inspection and testing of the returned device, it was noted that image noise occurred and the image could not be seen due to a damaged charge coupled device unit. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.